Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture and removal difficulties occurred. The stenosed target lesion was located in the severely calcified iliac artery. An 8.0 x 120, 75cm mustang¿ balloon catheter was advanced to treat the lesion and on the second inflation the balloon burst circumferentially. There was difficulty removing the balloon through the sheath. A surgery was performed and the sheath and balloon were removed together. The procedure was completed with atherectomy and an iliac stent. There were no patient complications and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was returned still inside the introducer sheath used during the procedure. The device could not be removed from the sheath due to the condition of the returned device. Analysis determined that there was blood observed on the outside and inside of the balloon. There was a complete circumferential tear at the middle point of the balloon. The proximal and distal sections of the balloon were still attached to the device. The proximal section of the balloon tear was torn longitudinally beginning 3 mm proximal to the proximal edge of the proximal markerband and continuing distally on the balloon. The balloon material from the distal section of the balloon tear was bunched over the proximal end of the device¿s tip. No issue was observed with the distal tip or markerbands of the device which could have contributed to the complaint incident. A visual examination of the shaft identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture and removal difficulties occurred. The stenosed target lesion was located in the severely calcified iliac artery. An 8.0 x 120, 75 cm mustang¿ balloon catheter was advanced to treat the lesion and on the second inflation the balloon burst circumferentially. There was difficulty removing the balloon through the sheath. A surgery was performed and the sheath and balloon were removed together. The procedure was completed with atherectomy and an iliac stent. There were no patient complications and the patient is fine.